Manufacturer narrative:
Additional information received on september 21, 2022 indicated that the patient underwent bilateral removal on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2018, mentor identified that the code hypersensitivity that was reported on the initial report is incorrect and is not needed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation on (B)(6) 2011 began experiencing the following about one month post implantation with progression over time: body itching, hives, nose constantly running clear liquid, body and joint aches, migraines, anxiety, depression, stomach, back and neck pain, facial swelling, numbness in her fingertips and heels, ibs, rectal bleeding, lump in her throat, heartburn, heart palpitations, gallbladder issue resulting in removal, and burning in her left breast. The patient also reported that she has fibromyalgia. No product issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. No date of explantation was reported. This is for the left implant.